Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture.

Event description:
Report 5 of 5. Consumer reported upon removal of a tampon, the string broke. She manually removed the pledget from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.